Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter is an attorney.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Litigation alleges severe pain, discomfort, inflammation, and elevated levels of cobalt chromium metal ions and particles in the blood and tissue surrounding the implant. Litigation also alleges that the patient suffers from a 'popping' in the right hip. Bilateral: doi: (B)(6) 2007 - dor: none reported (right side); doi: (B)(6) 2008 - dor: none reported (left side). Patient is a resident of (B)(6). Update: 11/2/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Patient demographics added. Update ad 24 april 2018: (B)(4) has been reopened under (B)(4) due to receipt of ppf and sticker sheets. There was no new information found in the ppf. However, added the stem to the impacted products to addressed the previous allegation of elevated levels of cobalt, chromium metal ions. Doi: (B)(6) 2007; dor: none reported; (right side).

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.